Event description:
It was reported that during a percutaneous coronary intervention (pci), a stent dislodgement and a vessel dissection occurred. The lesion being treated was located in the main artery. Due to the severe calcification, the physician failed to cross the lesion with the promus element stent. While withdrawing the promus element stent, the stent was "lost from the balloon." The physician was eventually able to withdraw the stent, but this caused a dissection in the main artery. The patient had to undergo bypass surgery. The patient's status was reported as okay.

Manufacturer narrative:
Device is combination product. (B)(4). As the device was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).